Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl, that the glucose sensor was reporting incorrectly, and that they were bleeding at the sensor insertion site. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 179 mg/dl at the time of the call. The customer reported that the sensor had reported a sensor glucose level of 70 mg/dl before they had breakfast. After eating breakfast it reported a sensor glucose of 40 mg/dl, however their meter reported a blood glucose of 400 mg/dl. The insulin pump then alarmed to change their sensor. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and resolved the issue. The glucose sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.